Event description:
The dxc 600 generated several false low na (sodium) results. None were reported out of the laboratory. The customer provided as an example a result of 132 /133 mmol/l. The sample was repeated on the same dxc after recalibration with a result of 137 mmol/l, which was reported.

Manufacturer narrative:
A field service engineer was dispatched. The fse replaced the mc sample syringe to resolve the issue. The failure mode appeared to be the mc sample syringe (pn 255579). (B)(4).